Event description:
The customer reported that during a tonsillectomy, the pt received a burn/blister inside the mouth. The burn occurred at the point where the electrode connected to the pencil. Tissue stuck to electrode at that location. It was treated with a topical ointment.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.